Manufacturer narrative:
(B)(4). Follow up for device evaluation a report was received indicating suspected mold on saline syringes in multiple boxes. To support the investigation, the quality team received eight five samples in sealed, flow wrapped packaging and two photographs for evaluation. A visual inspection was performed, and sixteen samples were observed to have brown specks on the tip cap. The photographs depicted one of the submitted samples and one of the packaging boxes. One sample was submitted to an external laboratory for analysis. The laboratory confirmed the material was not embedded and was not mold; however, there was insufficient material available to perform fourier transform infrared (ftir) spectroscopy. A device history record review was completed for material number 306547, lot 5261637. The review did not identify any in process or final inspection issues during manufacture that would be expected to contribute to the reported condition. No related quality notifications were identified, and all processing steps and final inspections met applicable specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported by customer that look like "mold" on the saline syringes in multiple boxes. Initial description: material 306547 lot 5261637. I am reaching out regarding a product report from one of our sites. Please find below the incident details and all relevant information needed for your internal team to review and process the report. I¿ve attached images as well. Good catch as anesthesia noticed what appears to look like "mold" on the saline syringes in multiple boxes that were to be stocked. All product was removed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.